Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a failed self-test alarm. The customer's blood glucose was 189 mg/dl at the time of call. The customer performed self-test and the insulin pump passed. The customer stated that a temporary basal was not programmed before the alarm. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on radio frequency board. We were unable to test with blood glucose meter due to alarm. The insulin pump had high idle current due to faulty connector on radio frequency board. The low reservoir alarm functioned properly. No low reservoir alarm anomaly noted. The insulin pump had cracked reservoir tube lip.